Manufacturer narrative:
The tech found the cord for the pendant extension was bad. He replaced the pendant cord to repair the bed.

Event description:
Info rec'd indicates the head of the bed will not lower.